Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image with communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, expected or random component failure without any design or manufacturing issue due to electrical component problem identified. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.